Event description:
Poor visualization from the hysteroscopy scope. Excessive fluid noted. Checked for kinks in the machine line and restarted scope. Again after 5 minutes into the procedure, could not continue due to poor visualization. Procedure aborted and rescheduled.====================== health professional's impression======================the hysteroscopy scope is cleaned and inspected after each use. This physical inspection is limited in scope and condition in which the scope is tested under. The conditions in which the scope is under during actual clinical application is very different. These conditions are not possible to duplicate in surgical sterile processing department (sspd) for testing purposes. Every effort is made to inspect the scope for physical damage and lens clarity through processes currenty available. The scope was sent out for repair after notification was given of its failure.personnel from sspd and or examined the scope storage possibilities in the sterlization case. There were two that were similar, and one that was different. It was thought that the "different" one was the one being used by most of the staff to store the scope. We learned that the "different" one, although the most secure, required a clumsy jerking and bending procedure to extract the scope. We thought this might be why the scopes are breaking. We excluded the "different" storage unit and left the other two storage units active. The other two allow for much more smooth extraction of the scope with no jerking or bending.